Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The target lesion was located in the 2nd obtuse marginal. As the physician attempted to reach the 2nd obtuse marginal with a taxus express2 8.8% 3.0 x 20 mm stent, the stent was hung up on a calcifid ostial circumflex (cx). The taxus stent was removed intact. A 2.5 x 15 mm maverick balloon was used to predilate the ostial cx. After predilation the physician deployed a 3.0 x 18 mm penta stent in the 2nd obtuse marginal. The physician then attempted to place a taxus express2 8.8% 3.0 x 20 mm stent distally to the penta stent. However, the taxus stent would not pass through the penta stent. The taxus stent was removed and the physician noticed that the stent was not on the delivery balloon. Using fluoroscopy for a length of time, the physician could not find the taxus stent. Consequently, the physician could not confirm if the stent was in the pt. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."